Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) level was elevated to 320 (mg/dl). The cause of the elevated bg level was unknown. A bolus via the pump and a manual injection were used to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.